Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 231-285 mg/dl). Customer was not eating to address elevated bg. Infusion set tubing and site were changed. System check was performed with tandem technical support; no device issues were identified. The next day, customer's healthcare provider alleged the pump was not delivering insulin properly, customer reverted to using manual injections for insulin therapy.